Manufacturer narrative:
(B)(4), returned for investigation was the ac3 cpm board with 3.11.00 firmware (p/n: 33-1000-003, s/n: (B)(6)). Visual inspection of the cpm board was performed and no abnormality was noted. The cpm board was installed into a known good ac3 and functional testing was performed. The pump was powered up successfully. Pumping was initiated. The static ram and all voltages were within specification. Multiple class 1 alarms were purposely generated and piezo alarm (high pitch audible tone) was triggered each time. The display screen was monitored while pumping for over 90 minutes and no alarms or errors occurred. A device history record (DHR) review was conducted for the serial number/lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The risk is acceptable. The returned device passed visual and functional testing. The reported complaint of "some trigger loss alarms as well as insufficient time to deflate alerts" is not confirmed. The returned cpm board passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
Reported as "screen not responding and described as 'slow to respond' or totally non-responsive. Lock screen not on. Also stated the pump is intermittently pumping, and he cannot see the waveforms. There have been some trigger loss alarms as well as insufficient time to deflate alerts. Battery charging and voltage 12.9. Console exchanged". No report of patient harm or injury. Patient status is reported as critical. Customer reported that patient was critical prior to event. See associated MDR 3010532612-2023-00072.

Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "screen not responding and described as 'slow to respond' or totally non-responsive. Lock screen not on. Also stated the pump is intermittently pumping, and he cannot see the waveforms. There have been some trigger loss alarms as well as insufficient time to deflate alerts. Battery charging and voltage 12.9. Console exchanged". No report of patient harm or injury. Patient status is reported as critical. Customer reported that patient was critical prior to event. See associated MDR 3010532612-2023-00072.